Manufacturer narrative:
The complaint device was not returned and no further information has been provided about the device. In 2012, mitek analyzed the safety impact of metal particulate being left in the patient¿s joint space. The analysis encompasses reported complaints, device failure mode and effects analyses (fmea¿s), labeling, bench testing, surgeon inputs and published clinical literature. In this study, the amount of particulate generated by mitek instruments was compared against particulate amounts reported in published literature. Mitek devices were found to generate significantly less than what was reported in published literature. The review found that metal particulate generated from mitek instruments were found to occur at low levels without clinical consequences. Regarding the referenced complaint, the most probable cause of metal shavings is the blade contacting another instrument within the joint. Mitek blades and burrs are designed in a way to prevent metal on metal contact. Specifically, the rotating shafts are lubricated with biocompatible grease that should prevent metal on metal contact for the duration of the surgery. On rare circumstances, such as extended or aggressive use, the blades may generate a small amount of fine metal particulate that is easily flushed from the joint space. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email while using the shaver blade, metal shavings broken off into knee joint. This had to be removed by using additional suction. Occurred on three occasions, using the same blade. Unfortunately the hospital have very limited information on this event. All known information has been detailed. Additional information received via email from the affiliate on 4-12-17. Unfortunately there is no additional information. The trust informed us of the three complaints at the same time. They did not record any lot numbers. All occurrences were arthroscopic knee procedures and they do believe that all shavings were removed, taking an additional 5-10 minutes per procedure.